Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level 400 mg/dl. The customer reported pulling infusion set out and tried to do a fill for the cannula increased it to five unit. The customer had symptoms. The customers current blood glucose level was 498 mg/dl. The customer treated for the high blood glucose level with manual injection. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.